Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a review with a newly programmed system controller. It appeared the patient¿s driveline was disconnected from system controller (B)(6) on (B)(6) 2024 and reconnected on (B)(6) 2024. The log captured routine events; there were no notable alarm conditions or parameter changes. The reason for system controller (B)(6) on (B)(6) 2024 was unknown. It was also unknown whether there was any patient impact.

Event description:
It was reported that log files were submitted for a review with a newly programmed system controller. It appeared the patient¿s driveline was disconnected from system controller (B)(6) on (B)(6) 2024 and reconnected on (B)(6) 2024. The log captured routine events; there were no notable alarm conditions or parameter changes. The reason for the exchange of system controller (B)(6) on (B)(6) 2024 was unknown. It was also unknown whether there was any patient impact. Further log file review determined that the (B)(6) 2024 exchange of system controller (B)(6) was related to a different patient and is reported under manufacturer report number 2916596-2024-52843.

Manufacturer narrative:
Section b3: corrected. Section b5: corrected. Manufacturer's investigation conclusion: the reported controller exchange was confirmed through the investigation information provided. Log files from controller (B)(6) indicate that the patient's primary controller, (B)(6), was not in use after (B)(6) 2024. The exchange on (B)(6) 2024 found by technical services was not related to the patient (see manufacturer report number 2916596-2024-52843). Additional information from the customer states that they could not confirm the reason for the exchange of controller (B)(6) on 09sep2024; no additional log files were submitted from controller (B)(6). A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or quality assurance specifications were shown from the system controller. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and power cable disconnect alarms. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and modular cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.